Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the blade on the harmonic ace curved shears insert while installed on the harmonic ace curved shears instrument broke off and fell into the patient. Per the information provided, there was no harm to the patient.

Event description:
On 06/17/2015, intuitive surgical, inc. (Isi)received medwatch report number (B)(4) with the following event description: da vinci harmonic ace curved shears not working correctly. First harmonic used, the blade broke off. Removed from the patient. Second and third harmonic unable to use because harmonic machine saying. Tighten assembly harmonic tightened many times. Harmonic cord changed, machine changed and hand piece changed. No harm to patient. On 07/14/2015 isi spoke to the site's risk manager assistant. According to the risk manager assistant, the details as provided in the medwatch report is all of the information that they have regarding the reported event. The site is unable to provide any other information.